Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received service report the flange of the head shaft was broken away. The flange is a part of the fixing mechanism at the bottom of the head shaft for the support hinge to the panel. The issue was resolved by replacing by panel holder repair kit with arm. The ventilator passed all functional and safety tests and was cleared for clinical use. The broken flange implies that the panel unit has been exposed to high mechanical forces. The consequence too this kind of mechanical damage is that the panel gets detached and in a worst case falls off the ventilator carrier. The breakage could be confirmed by provided photo. Our conclusion into this matter is that the panel has been exposed to a mechanical force greater than it¿s designed to sustain.

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator's user interface holder was broken. There was no patient harm. Manufacturer's ref. #: (B)(4).